Event description:
The device was returned to the manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the service center, the device was visually inspected and there was evidence of foam degradation inside the blower kit. The device was scrapped.